Manufacturer narrative:
Service did not evaluate the instrument. A review of the quality control (qc) data indicated it's within specifications during the time of the event. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system. The customer indicated that the sample was re-aliquoted, re-spun, and re-aliquoted again prior to repeat analysis. The pt sample was retested on a different instrument and the result was within the normal reference range. The initial erroneously elevated result was reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.